Event description:
The customer reported that the mx40 has no sound. The device was not in use on a patient at the time of event. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number: (B)(6).

Event description:
The customer reported that the mx40 has no sound. The device was not in use on a patient at the time of event.